Manufacturer narrative:
1. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 2. DHR/bhr review lot#4052039 1-this batch of products were assembled at intima ii auto line 3 in april 2024, and packaged at cfs package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional testing: 45psi leakage test. The test is passed, no leakage is found at the sample. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal states of the defective sample cannot be identified, and the instantaneous pressure through the sample when leakage occurs is unknown, the root cause of leakage cannot be determined.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc leaked. On (B)(6) 2024, a 22g indwelling needle was successfully placed in the injection room for the patient's right elbow joint at 10:00, and blood return was visible on retraction, and a 10ml saline trial injection was smooth. At 10:24 in the radiology department ct1 room for whole abdomen enhanced CT, routinely given saline 30ml trial injection, found that the liquid from the end of the needle leakage, immediately check the puncture site, confirm that the puncture site of the needle is not folded, given to replace the film, try to inject again, there is still a leakage of liquid occurs, immediately given to pull out the needle, the puncture site is given to the routine pressure. He communicated well with the patient and his family, and then reintroduced the 22g indwelling needle in the left elbow joint, which was injected normally, and the examination was successfully completed at 10:27.